Event description:
It was reported that the patient had significant relief, however, some pain symptoms were returning. It was also noted that the implantable pulse generator (ipg) was difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.